Event description:
It was reported that the patient presented in clinic for follow-up. During a failed cybersecurity upgrade, the pulse generator exhibited backup vvi operation. A device software download was performed successfully. It was noted that the cybersecurity upgrade was not reattempted.